Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off could not be determined. There was moderate amount of adhesion tackiness observed on the pad. Due to the used condition of the returned device, the original adhesion properties could not be verified.

Event description:
Patient stated that the v-go fell off after 4 hours. Patient stated she replaced that v-go with a new one near noon. Patient stated that v-go fell off, while she was walking, near 5:30 pm. Patient stated she replaced that v-go at 7 pm and that v-go fell off at 1:30 am (B)(6) 2020. Patient stated sweat might have been involved, regarding the v-gos that fell off during the day on (B)(6) 2020. Patient reported that the v-go placed on (B)(6) 2020 fell off less than 2 hours after v-go applied.